Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg became inoperable as the patient last charged the ipg approximately 5-6 years ago and could no longer communicate with external devices. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.